Manufacturer narrative:
Concomitant medical products: product ID 97791, lot# n398017, implanted: (B)(6) 2013, product type: accessory; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3550-29, lot# n393296, implanted: (B)(6) 2013, product type: accessory. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient¿s neck hurt and they had a migraine headache. It was noted that the patient felt these symptoms since (B)(6) 2014. It was noted that the patient had no falls, trauma or new activities. It was noted that the patient did carry her children. It was noted that the patient¿s symptoms had a sudden onset. It was noted that the patient¿s stimulation was on and she attempted to reprogram herself.